Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported possible over delivery of pump, discrepancy between sensor glucose and blood glucose values. Insulin delivery was not suspended due to sensor glucose (sg) vs blood glucose (bg) difference. Sensor glucose (sg) value from reported event was 65 mg/dl. Blood glucose (bg) value from reported event was 135 mg/dl. The difference in value between sg and bg was 70 mg/dl. It was unknown whether low limit in the sensor settings. Difference between sg and bg not within the target range. Customer reported lethargic and dizziness symptoms due to low blood glucose. The customer reported hypoglycemia was treated with discontinue use of insulin delivery system and glucose/carb intake. The event involved product(s) mmt-242a, mmt-1884, mmt-342, mmt-7040a. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-242a. No product return is required for mmt-1884. No product return is required for mmt-342. Mmt-7040a was requested and customer response was the device will be returned.